Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 21269749/5006833, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was having headache and was suspected to be due to meningitis infection. The physician believed that it was not device or procedure related. The patient underwent an explant procedure and was reportedly doing well postoperatively.